Manufacturer narrative:
The reagent lot number is 82723901 and the expiration date is 30-apr-2026. The calibration and qc were acceptable. The alarm trace showed a "sample probe: abnormal aspiration" alarm. The field service representative found a bent sipper. He replaced it and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 25.1 ng/l, and the repeated result was 10.5 ng/l. The repeated result was believed to be correct. The sample was repeated because the result did not match the patient's clinical history.